Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a damaged drive connector or coupling. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the device was being tested and the motor coupling was broken. There was no patient involvement and no procedure scheduled. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.